Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e2, e3, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-nov-2022 to 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawers 1.1 and 1.2, which are triple width, were not opening to the designated position. A field service engineer replaced the controller board to resolve. The system functioned as intended after being accessed by field service engineer.

Event description:
It was reported when using the bd pyxis anesthesia es system the device opened all drawers while trying to open the drawer for the medication dilaudid.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that mini drawers 1.1 and 1.2, which are triple width, were not opening to the designated position. A field service engineer replaced the controller board to resolve. The system functioned as intended.

Event description:
It was reported when using the bd pyxis anesthesia es system there were multiple drawer/cubes opened. There were no adverse events or injuries reported based on this event.